Manufacturer narrative:
The biosense webster inc. Product analysis lab received the device for evaluation on (B)(6)2019 and noted that the device was returned in the condition reported as air bubbles were in the side port tubing. This issue remains assessed as reportable. Therefore, populated d10. Device available for evaluation?, d10. Is device returned to manufacturer? And d10. Date device returned to manufacturer. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Manufacturer's ref. No: (B)(4).

Manufacturer narrative:
Investigation summary: it was reported that a patient underwent a persistent atrial fibrillation (afib) procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath medium. There were bubbles in the sheath¿s hemostatic valve hub after insertion of the lasso navigational variable eco catheter. They stated that they ensured that the dilatator was correctly (straight) when introduced before the transseptal puncture. No information was provided about how the issue was resolved. No patient consequence was reported. The device was inspected and air bubbles were observed in the side port tubing. Then, during the second visual inspection, the device was observed in normal conditions. The air bubbles could have been lost during the decontamination process. Then, the hemostatic valve was found in good conditions. The device was connected to the cool flow pump and it was irrigating correctly. No water leakage or air bubbles were observed. A manufacturing record evaluation was performed and no internal actions related to the reported complaint were identified. The customer complaint was not confirmed since the device was found working within specifications. The bubbles observed could be related to the remaining residues of the procedure; however, this cannot be conclusively determined. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. A manufacturing record evaluation was performed for the finished device 00001067 number, and no internal action was found during the review. Manufacturer's ref. No: (B)(4).

Event description:
It was reported that a patient underwent a persistent atrial fibrillation (afib) procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - medium and the air flowed back into the side port device malfunction occurred. There were bubbles in the sheath¿s hemostatic valve hub after insertion of the lasso navigational variable eco catheter. They stated that they ensured that the dilatator was correctly (straight) when introduced before the transseptal puncture. No information was provided about how the issue was resolved. No patient consequence was reported. The event was reviewed and assessed as reportable malfunction as air was flowing back into the side port.